Event description:
It was reported that the patient presented to the emergency room for shortness of breath. It was noted that the patient rate was at 150 beats per minute (bpm). It was noted that this pacemaker exhibited high capture thresholds and possible loss of capture (loc) on the right atrial (ra) channel. A chest x-ray was done and found no lead position changes. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the emergency room for shortness of breath. It was noted that the patient rate was at 150 beats per minute (bpm). It was noted that this pacemaker exhibited high capture thresholds and possible loss of capture (loc) on the right atrial (ra) channel. A chest x-ray was done and found no lead position changes. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced due to a therapy upgrade. The device was returned for analysis. No adverse patient effects were reported.